Event description:
The pt reported that on 2 instances she experienced the infusion device power pack depleting without any warning. The pt reported that about 1 month ago, while at work, the infusion devise power pack "died". She reported that the infusion device was making a funny noise and the display screen "looked funny with half numbers on the screen". She replaced the power pack and power was restored to the infusion device. No blood glucose concerns were reported. The pt also reported that in 2006, the infusion device power pack "died" while she was sleeping. No blood glucose concerns were reported. The pt stated that she replaced the power pack which restored power to the device. No medical attention was required. The product was requested to be returned for eval.